Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post-implant, the lead experienced pacing failure as confirmed by the electrocardiogram (ECG) monitor. The output setting was increased as a remedial measure. A revision procedure to reposition the lead was started that same day, in which the threshold increased when the patient took a deep breath. Lead dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.